Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 486 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and insulin, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the pump supplies had been in use for over 4 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.